Event description:
Additional information was received from the hcp via the rep on 2021-05-13 who reported that a volume discrepancy occurred at the next refill. The hcp aspirated the hydromorphone 10 mg/ml and pulled back 5.5 ml with bubbles when the pump was supposed to be empty. They took a 50 ml syringe and pushed 10 ml of drug into the reservoir. They met resistance so they tried aspirating out and got back 15.5 ml, so they got back the 10 ml plus the other 5.5. Technical services asked the rep if they knew details on the 50 ml syringe and the rep did not. The syringe now has 40 ml of 20 mg/ml = 800 mg and 5.5 ml of 10 mg/ml = 55mg so 855 mg/45.5 mls = 18.8 mg/ml for new concentration. Technical services reviewed this was not precise and gave the details on this calculation. The rep stated they would review with the hcp to try and get more details on if they were expecting 5.5 from the initial aspiration or not. They called back and stated the hcp aspirated more then expected. They scheduled a dye study and roller study next week to troubleshoot. Additional information was received from a rep on 2021-05-19 who reported that there were large volume discrepancies. They were doing a catheter access port (cap) dye study today and would follow up. They called back and stated that the hcp was unable to aspirate any fluid. A catheter revision was going to be done in the future.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6)2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the cause of the inability to aspirate was not determined and the catheter revision is planned for (B)(6) 2021. The patient's weight was 175 pounds. Additional information was later received from the rep who reported that the catheter was replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the physician discarded the explanted catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving dilaudid (hydromorphone) (10mg/ml at unknown dose) via an implantable pump for malignant pain. It was reported that upon refill, the hcp was withdrawing 29ml from the patient's pump, but they stated that the expected volume reads 1.9ml.  It was unknown what may have led or contributed to the issue.  Diagnostics/troubleshooting included pump contents was aspirated.  The pump was refilled with exactly 40ml and the pump was programmed to reflect the reservoir volume.  Actions/interventions included the volume discrepancy was documented and they will see what the expected versus actual reservoir volume is at next refill.  The patient reported no adverse events or unusual symptoms.  The patient had been using their personal therapy manager (ptm) for bolus doses.  It is unknown if the correct reservoir volume or an incorrect reservoir volume was entered upon the patients last refill. This is the first noted discrepancy with this patients pump. No surgical intervention occurred or was planned.  It was unknown if the issue was resolved.  The patient's status at time of report was alive-no injury.  The patient's medical history included cancer.  The event date was (B)(6) 2021.  No further complications were reported/anticipated.